Event description:
It was reported that the 9800 system had a precharge error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The battery charger and power cap module were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.